Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The black plastic "horse shoe" piece is missing.

Manufacturer narrative:
UDI: (B)(4). Examination of the returned instrument confirmed the black "horse-shoe" piece is missing from the fork component. The root cause appears to be attributed to user error. It is unknown when the cap fell off or if taken off before the cleaning process. A two-year search of the complaint database did not identify a trend for this issue for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.